Manufacturer narrative:
Concomitant medical devices: product ID: 3389s-40, lot# va0c4zt, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from the health care professional (hcp) that reported the patient had a loss of stimulation. They had a fall that could be related to the issue. They had falls on (B)(6) 2015 where they fell and bumped their head. The patient had more pain since a few days prior to report. When they took their medication on the morning of report they felt paralyzed in their legs, back, and hands and they were shaking all over. The shaking and paralyzation started on the day of report. The patient was implanted for parkinson's dual and movement disorders. Further follow-up is being conducted to determine what steps were taken to resolve the symptoms. If additional information is received, a follow-up report will be sent.